Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display or rewind anomaly noted. The motor was tested outside of device and passed. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was stuck and display was not reacting anymore. The customer stated that they rewind the pump and inserted the reservoir and motor stopped while placing the reservoir. Customer stated they were ramming the pump on the table and floor and suddenly started working again and insulin pump was frozen. No harm requiring medical intervention was reported. The device will be returned for analysis.